Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was 503 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer reverted to an alternate method insulin therapy